Manufacturer narrative:
510(k): k212323. Investigation evaluation: the products said to be involved were returned in a clear biohazard bag with one open pouch from the lot number provided in the report. The label matches the products returned. Our laboratory evaluation of the products said to be involved could not confirm the report as it was described because all the device components, particularly the clips, were not included in the return. During a functional test, the devices were advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wires moved freely inside the outer sheaths. A visual examination of the drive wires, catheter attachments, and coil catheters (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation could not confirm the report as the condition of the returned devices prohibited a complete evaluation, the clips were deployed and not included in the return. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During post polypectomy clipping, the physician used two cook instinct plus endoscopic hemoclips. It was reported that during use of the 1st clip the tech took the device out of packaging and closed clip while still coiled. The clip was passed down and the clip was pre-deployed but still connected to the drive wire [moved in a tromboning motion]. The clip was released in the patient to pass naturally. For the 2nd clip, the tech took the device out of packaging and closed clip after uncoiling. The clip was passed down and the clip was pre-deployed but still connected to the drive wire [moved in a tromboning motion]. The clip was released in the patient to pass naturally. The user completed the intended procedure with a 3rd clip from a competitor. The clips were released in the patient to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.